Event description:
It was reported that, during a procedure, the allura xper fd device was not shooting the x-ray. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not shooting x-ray. Upon further troubleshooting action, fse connected to the equipment and verified that the flat detector controller module was disconnected. Also, the customer opened cabinet m and verified that the nc source is devoid of 24 and 12 vdc. The customer checked the fuses and disconnected the output cables, but there were still no voltages. Measured the voltage input, and it has 220 vac. The fse conclude that need to replace the fdc power supply. The fse replaced the fdc power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code, health impact code and evaluation method code were corrected.